Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced anisometropia. The iol was exchanged for a different lens model and power in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the patient's prognosis is good.

Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution was dried on the lens. The optic was torn/cut into two pieces, typical of an insertion and removal. The optic edge is split and scraped along the anterior surface. The optic is also split/cracked on the anterior surface near the edge on the anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge with a qualified handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was used. Information was provided by a hcp that the lens was explanted due to anisometropia. The toric 17.5 diopter lens model was replaced with a non-toric (non-manufacturer) lens model, one diopter less in power. The selection of a non-toric lens model as a replacement for the original toric lens model would reasonably suggest that the event may be related to a calculation error rather than a device malfunction. The explanted lens was cut into two pieces, typical of an insertion and removal. A lens bench evaluation could not be performed due to the lens being returned in pieces. The explanted lens had additional areas of damage. It cannot be confirmed if the additional lens damage occurred during implant or during the explant of the lens. The root cause for the additional damage may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).